Event description:
Explanted generator was received with a return product form that indicated the generator was explanted due to the device being uncomfortable. Product analysis was completed. The product analysis lab confirmed that the generator was at normal ifi (intensified follow-up indicator) =no condition. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified in the pa lab. There were no performance of any other type of adverse events found with the pulse generator. No other relevant information has been received to date.